Event description:
These face masks are awful. After wearing it at a doctors office/ clinic for 3 hours it was wet from breathing and caused a terrible chaffing rash that I still have today the 29th. My chin looks as if it was dragged on carpet. It requires antibiotic cream. And I had a migraine for 6 hours after being forced to wear a mask everytime I tried to move it down I was ordered to put it back over my nose and mouth or I could not finish my tests. The headache did not clear after tylenol. I had to resort to ultram. This stupid worthless mask made me sick. And the box states it does not work on viruses. Why am I forced to buy them and wear a worthless mask? At (B)(6) a box. And it made my face a mess and gave me a migraine! Worthless and dangerous. We are not meant to breathe in the used air we are expelling. Dangerous. The fact that so called medical professionals are mandating this is awful. (B)(6). FDA safety report ID# (B)(4).